Event description:
The user facility reports that the leading haptic was found to be broken when the lens was inserted and a tear was developing in the posterior capsule. A limited anterior vitrectomy was performed.